Event description:
A total hip arthroplasty was revised approximately 6 years post-operative, because of a fracture in the modular stem prosthesis. Broken morse taper was sectioned and removed, replaced by a new new neck segment with a lower offset and a new locking screw.

Manufacturer narrative:
Explanted device was retained by patient and not returned to the manufacturer for evaluation. Original surgical notes did not include device information.